Event description:
It was reported that the patient's device was explanted and replaced due to an infection. The location of the infection was the chest, which then moved to the abdomen. It was however unknown if a culture was done and it was "impossible" to obtain x-ray images. The reporter stated that the physician did not "suspect" the device was related to the event. It was noted to have been a mild health hazard to the patient. The reporter indicated that after the replacement surgery, reprogramming was done and no "anomaly" was reported. No further information was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).